Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance and current not delivered messages. The patient had a generator replacement on (B)(6) 2025 and denies any injury or trauma to the area. The physician reported that the patient has had falls, but no known injuries. Provider stated they will be ordering x-rays and that they anticipate need for surgery. X-rays have not been provided to the manufacturer for review. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that the suspect device had been replaced. The suspect device has not been received to date.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without additional details. B6, relevant tests/laboratory data, including dates, corrected data: initial report inadvertently submitted without additional device parameters available.

Event description:
The device was disabled as a result of the high impedance.